Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged. X-ray revealed that the right ventricular lead had also dislodged. The leads were explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This report is related to previously reported complaint of dislodgement, no capture, and no sensing, MFR number 2017865-2019-03107.

Event description:
This report is related to previously reported complaint of dislodgement, no capture, and no sensing, MFR number 2017865-2019-03107.